Event description:
Discordant high results were obtained on two patient samples for prostate specific antigen (psa) on an immulite 2000 instrument using reagent lot 383. The samples were rerun on the same immulite 2000 instrument and on an alternate platform. The results on the alternate platform were lower compared to the results on the immulite 2000. There are no known reports of patient intervention or adverse health consequences due to the discordant high results on two patient samples for psa on the immulite 2000 instrument using reagent lot 383.

Manufacturer narrative:
The initial MDR 2432235-2013-00270 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn 4006 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.